Manufacturer narrative:
(B)(4) date sent to the FDA: 4/20/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4, h6 a manufacturing record evaluation was performed for the finished device batch qbbltt, and no non-conformances were identified. H6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a detached needle and a suture piece of product code fw501 was received for evaluation, the swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that an empty opened box and thirty-one unopened samples of product code fw501 were received for evaluation. Upon visual inspection of thirteen unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. (B)(4)date sent to the FDA: 4/20/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke they took another suture to finish. How was the procedure completed? With another suture. Procedure date and name? Unknown.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. The procedure was completed with another suture. There were no adverse patient consequences reported.